Manufacturer narrative:
Eval results - visual inspection of the returned product showed that there was a tear in the optic and half of the lens was torn off and missing. There was clear surgical residue on the lens. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens, and a haptic was torn during insertion. The lens was removed without any pt injury.